Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I tsh results for a (B)(6) year female patient. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 0.08 miu/ml, repeat = 0.08 miu/l and 0.07 miu/l, repeat at a reference laboratory = 2.1 miu/l and 2.5 miu/l. Sample was repeated at another laboratory for troubleshooting purposes only: architect result = 0.08 iu/ml, cobas result = 2.1 mu/l, additional laboratory data was provided: free t3 = 2.8 ng/dl, free t4 = 9.96 ng/dl. Previous history on (B)(6) 2022 = 0.07 miu/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 37062ud00 and complaint issue. In-house accuracy testing was completed with complaint lot number 37062ud00. Testing met validity and acceptance criteria and the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect tsh reagent for lot 37062ud00 was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.